Event description:
The customer contact reported loss of suction. The device was being used for suctioning of bronchial secretions. It was reported that after the third time being used for suctioning, a crack was noted at an unspecified location and a loss of suction was noted. The device was replaced and the suctioning was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 43056. The domestic list number has a common device name of 80gcx and is 501k exempt. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).